Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 120 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 9 years 9 months post index procedure, and the stent graft system was explanted. It was noted that the patient had no renal function. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was reported that the stent graft system was explanted because the physician believed there to be a connective tissue disorder. The renal arteries were not able to be re-vascularised, which caused the loss of renal function. As per the physician, the cause of the event was due to disease progression. If information is provided in the future, a supplemental report will be issued.